Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause for the valve embolization cannot be confirmed. The available information suggests patient and procedural factors [minimally calcified native leaflets and an under deployed valve] may have contributed to the valve embolization. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Immediately after deployment of a 29mm sapien xt valve via transfemoral approach, the valve migrated into the lvot and eventually into the left ventricle. The CT surgeon felt it was best/safest for the patient to convert to a surgical aortic valve replacement. The patient was placed on bypass and a surgical avr was performed. The 29mm edwards sapien xt valve was removed (discarded/destroyed) and replaced by a 29mm edwards magna ease valve. The patient was transferred to the cvru in stable condition. During deployment of the valve, the full volume in the atrion was not delivered into the delivery system. Note: it was a new operator handing the atrion during valve deployment. The native annular calcification was moderate; native leaflet calcification was mild. Coaxial alignment of the delivery system and the valve was good; image intensifier angle was good; ventilation was held during valve deployment; and there was no loss of pacing capture during valve deployment.